Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, fever and abdominal pain. The cause of peritonitis was unknown. A day prior to the event onset, the patient was hospitalized due to cloudy fluid, fever and abdominal pain. The same day as the event onset, the patient was treated with vancomycin injection (40mg, discontinued), ceftazidime injection (250mg, discontinued) and teicoplanin injection (40mg, discontinued) for peritonitis. Two days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.